Manufacturer narrative:
Summarized patient outcomes/complications of persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, hypercholesterolemia, smoking, and patent foramen ovale. Some of the complications reported were bleeding, atrial fibrillation, heart block, residual shunt these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Article title: persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke

Event description:
The article, "persistence of residual shunt at 6 and 12 months after transoesophageal echocardiography-guided percutaneous closure of a patent foramen ovale for cryptogenic stroke", was reviewed. The article presented a retrospective, single center study to assess the prevalence and persistence of residual right-to-left shunt after percutaneous patent foramen ovale (pfo) closure. Devices included in the study were amplatzer pfo occluder, amplatzer cribriform multi-fenestrated septal occluder, premere pfo occluder, and gore cardioform septal occluder. The article concluded residual right-to-left shunts are common at 6 months after percutaneous closure of pfo. However, the majority are small and two-thirds of residual right-to-left shunts achieve complete closure between 6 and 12 months. [The primary and corresponding author is robbert de winter, cardiology, amsterdam umc, locatie amc amsterdam, netherlands, with corresponding email: r.j.dewinter@amsterdamumc.nl] the time frame of the study was from 2006 to 2021. A total of 227 patients were included in the study, of which 98.6% received an abbott device. The average age was 43 years, the average weight was 79.5kg, and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, hypercholesterolemia, smoking, and patent foramen ovale.